Event description:
Patient's caregiver called in to report that the patient expired on (B)(6) 2024. MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. Returned therapy cable passed weight, safety, and eit. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. The returned device passed all field return tests and inspections. Evaluation of the returned system confirmed no issue with device performance. Patient death is not due to malfunction of the device. Will continue to trend for future occurrences.